Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 569 mg/dl and diabetic ketoacidosis. The patient had been vomiting all day prior to the hospitalization. At the hospital he was treated through an insulin IV, IV fluids, and medication for his nausea. The patient was released when his blood glucose dropped to the 200 mg/dl range. Additionally, the insulin pump alarmed with no delivery and motor error after the hospitalization. However, the no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.